Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leakage issue occurred. Hemostatic valve leakage. Dilator was introduced according to the instructions for use (IFU). The smarttouch sf catheter was introduced according IFU. It was not known if the surgery was delayed due to the reported issue. It was not known if the procedure was completed successfully. No patient consequence. Additional information received on 04-sep-2023. The hemostatic valve section is where the issue was observed. There was a leakage issue. The hemostatic valve did not dislodge inside the hub nor did it dislodge outside of the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. The approximate volume of blood lost was 10ml. The brk needle was used. The event was assessed as MDR reportable for a hemostatic valve leakage issue.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leakage issue occurred. The bwi product analysis lab received the device for evaluation on 16-oct-2023. The investigation was completed on 23-oct-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Then, an irrigation test was performed and no leakage, air, or bubbles were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The optimal device performance (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 13-sep-2023, noted a correction to the 3500a initial as should have included the physician information. Therefore, added in section e. Initial reporter.